Event description:
A distributor contacted zoll to report mild bleeding and irritation under the therapy electrode (te) pad where the patient had skin cancer previously removed. The patient temporarily removed the lifevest to allow the area to heal. Follow-up indicated that the patient had put the lifevest back on, but the irritation was still present.

Manufacturer narrative:
Device eval: there is no indication of a device failure associated with this event. Method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.